Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) defibrillation lead, triggered a red alert via patient remote monitoring due to a high out-of-range pace impedance measurement greater than 2,000 ohms. The patient was seen in the hospital for a device check, and the high pace impedance measurements were not reproducible. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.